Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use a ventilator alarmed, shut off and a few seconds later it turned on by itself. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.